Manufacturer narrative:
Additional PMA/510(k): k001083. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.

Event description:
It was reported to boston scientific in 2007, that a customer encountered problems during use of a coil in an embolization procedure. According to the customer: "it got unraveled with ease at repositioning inside the body. Then, the coil was fractured at the tip of the delivery wire." Further clarification on the event description: "the coil got easily detached at the detachment zone. This event occurred in the distal shaft of the micro catheter. The coil could be removed with the micro catheter without problem." The procedure was completed with a different device. The patient condition was reported as good.